Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the boom was broken and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling during procedure or into sterile field may lead to contamination.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with surgical light. As it was stated by the customer, there were broken off covers on the boom. Despite the fact that there was no injury reported, we decided to report the issue in abundance of caution and based on the potential for contamination if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification as boom¿s covers were broken off, so the device contributed to event. It is unknown if the device was being used for patient¿s treatment while the issue occurred. When reviewing similar reportable events for surgical lights, we have been able to find 2 similar complaints compared to the situation investigated here. We are unable to state the exact root cause due to not efficient information provided, however, we can conclude that most likely root cause is user error. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.